Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the da vinci product with an alleged issue to perform failure analysis. The iesu was placed on an in-house system and run in normal mode. The reported failure was confirmed and reproduced by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted sleeve gastrectomy, the erbe generator had a u-02 error. The customer had attempted several power cycles prior to calling intuitive surgical, inc. (Isi) technical support. The customer attempted to do a hard power cycle on the erbe generator with all external cables connected and the generator still faulted. The customer called back to inform the technical support engineer (tse) that they located the energy activation cable and connected the force triad generator, and the surgeon was continuing with the procedure using the force triad generator. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.